Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scope's lens was cloudy and the guidant pieces won't fit inside. The material buyer did not know what the 2nd failure meant, how procedure completed or if there was any patient effect. On 09/16/09: maquet territory manager followed up with customer and received additional information that the scope was observed to be cloudy after pushing through the cannula. The scope never touched the patient. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation details: maquet received the scope on 09/24/09. The visual inspection showed no non-conformities on the device. Maquet shipped the scope to our (B) (4), our contract manufacturer on 09/30/09. A supplemental report will be submitted when the (B) (4) investigation has been completed and maquet receives the failure analysis. (B) (4).